Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported tissue injury was a cascading event of the reported slda. However, the reported patient effect of tissue injury is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring additional clips. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitral valve had a partial anterior override with a thin-looking posterior leaflet. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. The clip was deployed successfully. After the clip was deployed, the clip tore off from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 2. There was no adverse patient sequela. No additional information was provided.